Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a monorail sterling balloon catheter with an unidentified guide wire in the lumen of the catheter. There was a blood like substance on the outer surface of the balloon. The balloon did not appear to be inflated as the balloon was tightly folded. The outer diameter of the balloon was measured and found to be within specification. Visual and tactile inspection of the catheter revealed shaft kinks located approximately 27 and 26.5 cm from the tip. Examination of the material surrounding the kink did not reveal any evidence of material or manufacturing deficiencies that could have contributed to the damage. The device was pressurized to the rated burst pressure for 5 minute and no leaks/tears were revealed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is unable to be confirmed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the calcified and moderately tortuous common iliac artery. A .035 non-bsc guide wire crossed the lesion and was then exchanged for a .018 guide wire. Intravascular ultrasound (ivus) was performed. A f/g, sterling, mr, 6.0 x 40/135 (4f) balloon catheter was advanced to predilate the lesion. The balloon was inflated once to 12 atms and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the calcified and moderately tortuous common iliac artery. A .035 non-bsc guide wire crossed the lesion and was then exchanged for a .018 guide wire. Intravascular ultrasound (ivus) was performed. A f/g, sterling, mr, 6.0 x 40/135 (4f) balloon catheter was advanced to predilate the lesion. The balloon was inflated once to 12 atms and ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.